Event description:
Possible box of defective suture, 6-0 prolene suture with c-1 needle # 8726h. The suture was break during tying. All of the bad suture was from the same box. Another box of the same suture was obtained, and did not break.